Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the patient's outcome could not conclusively be established. It was reported via patient outcome that the patient expired. No additional information was provided and no further information will be provided. The hm3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system.

Event description:
It was reported that the patient expired on (B)(6) 2017. No additional information was provided. Privacy laws prohibited the customer from providing information regarding the case. The device was not returned for evaluation.